Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced an episode of dizziness and presyncope. The patient presented to the hospital for evaluation, at which time an electrocardiogram (EKG) was obtained showing asynchronous av pacing. When the device was interrogated, the device was observed to be in safety mode, and there were concerns that this device was depleting prematurely. Subsequently, the patient underwent a revision procedure, and this crt-p was explanted and replaced without incident. There were no additional adverse patient effects reported. The device is expected to be returned for analysis.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced an episode of dizziness and presyncope. The patient presented to the hospital for evaluation, at which time an electrocardiogram (EKG) was obtained showing asynchronous av pacing. When the device was interrogated, the device was observed to be in safety mode, and there were concerns that this device was depleting prematurely. Subsequently, the patient underwent a revision procedure, and this crt-p was explanted and replaced without incident. There were no additional adverse patient effects reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was interrogated with a programmer and found to be operating in safety mode. This device was not able to maintain telemetry connection long enough to obtain a memory download for review. Testing of the interior of the device indicated that the element composition did not have hydrogen counts present. The device case was removed to facilitate inspection and testing of the internal components. The battery was disconnected from the hybrid assembly and detailed testing determined that this device experienced high impedance in the battery. However, a definitive cause of this high impedance behavior has not been determined.